Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh, posterior vaginal wall formation procedure performed on (B)(6) 2016. According to the complainant, during and after the procedure, the patient experienced bleeding. Subsequently, retroperitoneal hematoma was noted to be increased and severe anemia also progressed. Reportedly, the patient underwent ivr and blood transfusion that resulted in her vital signs to stabilize.